Event description:
The distributor contacted animas on (B)(6) 2015 alleging an occlusion issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: review of the black box data revealed call service alarm ((B)(4)) for occlusion with high force. On investigation, the pump was exercised for 24 hours without duplication of the call service alarm. The force sensor was evaluated and determined to be within specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction.